Manufacturer narrative:
This report is for one (1) unknown matrixrib screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown matrixrib screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hans p. Granhed and david pazooki (2014), a feasibility study of 60 consecutive patients operated for unstable thoracic cage, journal of trauma management and outcomes, pages 1-8, (sweden), doi 10.1186/s13032-014-0020-z. The objective of this feasibility study is to assess possible, benefits, adverse effects, and early complications; operative treatment using the principles of modern fracture surgery techniques and specially designed titanium implants in combination with advanced 3d reconstructions based on modern CT scanning. Between september 2010 and july 2012, 60 patients (44 males and 16 females) with a mean age of 57 years (range, 19-86 years) who had flail chest or multiple rib-fractures resulting in unstable thoracic cage underwent open reduction internal fixation (orif). Fracture was fixed using unknown synthes matrixrib fixation system. Post-operative results of the 60 patients (study group) were then compared to the 153 patients non-operated (control group). The following complications were reported as follows: 1 case of deep infection that progressed into osteomyelitis wherein two plates were removed from the patient seven months after primary surgery and was treated with antibiotics for another three months. 1 patient had pulmonary leakage five days postoperatively and was re-operated with a non-anatomic resection of a lung segment. 1 patient was re-operated because of local tenderness at the site of a protruding plate. A (B)(6) female patient died postoperatively because of multiple organ failure. A (B)(6) male patient died postoperatively because of pulmonary failure. This report is for an unknown matrixrib screw. This is report 3 of 3 for (B)(4).